Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. An event regarding unintended arm movement involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. A review of the DHR associated with rio 304 found quality inspection procedures successfully passed. Based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding unintended arm movement. There were no other reported events for the listed catalog number. The root cause of this issue is a bumped bone array or sudden movement of the joint during the tibial bone preparation step. The cutter was off during this time period so the bone array motion was caused by something other than the cutter. The system performed within its specification and there is no evidence that there was any hardware or software issue, which contributed in any way to a sudden motion of the arm.

Event description:
Dr (B)(6) was performing his usual routine and flow for a makotka. He had made all of the cuts, and he put the knee through a range of motion. He felt that it was too tight. He then changed the plan to resect approximately 2mm more of the tibia. He completed the tibia cut with the robot and had the mics still with in the haptic area. He was not squeezing the trigger or even touching the robot. He was simply cleaning up the knee by hand. Suddenly the arm shot up in the air with no warning or prompt. Files uploaded to the complaints folder labeled ¿dr (B)(6) -10/31-tka¿ procedure completed successfully with the robot.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr (B)(6) was performing his usual routine and flow for a makotka. He had made all of the cuts, and he put the knee through a range of motion. He felt that it was too tight. He then changed the plan to resect approximately 2mm more of the tibia. He completed the tibia cut with the robot and had the mics still with in the haptic area. He was not squeezing the trigger or even touching the robot. He was simply cleaning up the knee by hand. Suddenly the arm shot up in the air with no warning or prompt. Files uploaded to the complaints folder labeled ¿dr (B)(6) (B)(6)-tka¿. Procedure completed successfully with the robot.